Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
Material no. 367364, batch no. 8318743. It was reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set the needle did not retract after blood collection. The following information was provided by the initial reporter: "needle didn't retract completely after collection, cause staff safety at risk."

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367364, batch no. 8318743. It was reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set the needle did not retract after blood collection. The following information was provided by the initial reporter: "needle didn't retract completely after collection, cause staff safety at risk."